Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt short port was inserted into the pt but was not keeping the insufflated air. The operating room staff was able to "work around" the air leak and make sure that the air was staying inside the btt. There were no pt effects reported. The product was discarded.